Event description:
A biomedical engineer reported that during cataract surgery, there was no phaco. A back up unit was brought in to complete the case. There was no pt harm reported.

Manufacturer narrative:
The customer called a company rep to open a service call. However the customer then primed and tuned the system successfully with no problems. The customer cancelled the service call. No samples were returned for eval and no additional info was provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).